Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with automated peritoneal dialysis therapy. The bacterial peritonitis was manifested by cloudy effluent and slight abdominal pain. The cause of the bacterial peritonitis was unknown. Beginning on the day of onset; the patient was treated with intraperitoneal vancomycin (250 milligrams, every six hours, duration not reported) for the bacterial peritonitis event. Physioneal therapy was ongoing. The patient was recovering from the bacterial peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Three weeks after the peritonitis onset, antibiotic therapy with vancomycin was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon follow up it was reported the patient was recovered from the peritonitis event (approximately forty-nine days after the peritonitis onset). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Treatment with vancomycin 250 milligrams every six hours intraperitoneally was suspended after two days due to posology. Three days after onset, the patient began treatment with vancomycin 1 gram every three days intraperitoneally which was expected to complete eleven days after the receipt of this additional information. The cause of the previously reported peritonitis was reported to possibly be associated with the patients¿ bowel problems but as this was unable to be clinically verified, the cause of the previously reported peritonitis remains unknown. Should additional relevant information become available, a supplemental report will be submitted.